Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: during a laparoscopic sleeve gastrostomy, the device would not fire and the surgeon was unable to squeeze the handle. The handle was locked when stapling on the patient's stomach so it was impossible to staple. In order to resolve the issue another handle was used. There was no patient injury or additional medical or surgical intervention required.